Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated device read 454 mg/dl, a different deviceread 100 mg/dl, and a lab comparative measured 89 mg/dl. Reporter indicated no treatment was received as a result of the testing however prior to the lab alleged, the doctor stated the was going to treat with medication; however, did not treat when lab result was given. Reporter stated controls were used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.